Manufacturer narrative:
This is a resubmission of a report submitted on 01/21/2016. In the original report MFR report# was incorrect. The date of this report is the date the original report was submitted.

Event description:
According to the complaint the customer was aspirating without needle with a safetipcap when blood escaped from the safetipcap and polluted the environment. It was reported that one nurse got in contact with blood and needed to shower afterwards. The customer reported that hair thin cracks in safetipcap were the cause of the described problem. It is currently being investigated if this was caused by a user error or a device malfunction. The device was discarded by the customer.

Manufacturer narrative:
Radiometer investigated the affected sampler, however the investigation did not lead to the root cause. Samplers from the affected lot were investigated; there was no crack and leakage detected. Production documentation also was checked, and it was noted that during production there had been a problem with defective components. When this problem was present, a 100% inspection was performed, but it cannot be ruled out that a human error occurred during inspection. Radiometer considers this case closed.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is 1. No upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and 2. Not sufficient maintenance procedure of vtc machines.

Manufacturer narrative:
Not fei based: the MDR report for this case is not fei based for initial report, follow up report no. 1 and follow up report no. 2. The MDR report no. Was missing the digits 968 and stated to be 3002807-2016-00002 instead of 3002807968-20116-00002.: date of report was left blank in follow up 1 (03/18/2016) and in follow up 2 (05/13/2016): MFR received date was left blank in follow up 3 (05/23/2016).

Manufacturer narrative:
The customer confirmed that the nurse did not get blood in her eyes or on the mucous membranes. The nurse received no treatment as a result of this event and was trained in the use of the device. During follow-up on this incident, the customer reported that there had been a couple more incidents where blood sprayed out of the safepico tipcap. This is a resubmission of the follow-up no 1 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2016-00002 rather than 3002807968-2016-00002). No fields, in addition to MFR report # have been changed since the original submission.

Manufacturer narrative:
The customer had another sampler which had leaked through the vented tip cap (vtc). This sampler was returned to radiometer and is currently being investigated in order to establish the root cause of the leak. This is a resubmission of the follow-up no 2 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2016-00002 rather than 3002807968-2016-00002). No fields, in addition to MFR report # have been changed since the original submission.